Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during the patient¿s clinic visit on (B)(6) 2015, the event history was reviewed and revealed that low flow and low speed operation alarms occurred on (B)(6) 2015. These alarms along with a pump stop alarm also occurred on (B)(6) 2015. The patient was admitted into the hospital. On (B)(6) 2015, the manufacturer¿s technical services technician evaluated the percutaneous lead. The continuity test did not reveal any broken wires; however, the external portion the percutaneous lead close to the exit site was replaced per the request of the hospital staff. There were no issues after the repair. On (B)(6) 2015, it was reported that the patient did not experience any further alarms and the patient was discharged to home.

Manufacturer narrative:
Approximate age of device - 3 years and 11 months. The replaced portion of the percutaneous lead was returned to the manufacturer for evaluation, but the evaluation is not completed yet. No further information is available at this time. A supplemental report will be submitted when the analysis is completed. Placeholder.

Manufacturer narrative:
The lvad remains in use. The external portion/distal end of the percutaneous lead (lead)was returned for evaluation. The report of low speed and pump stoppage events were confirmed via evaluation of the replaced section of the percutaneous lead and the submitted log file. The replaced section of the lead measured approximately 17" and a clamshell had been installed around the metal connector. Examination of the lead found breakdown of the braided shield approximately 1 inch from the connector and at the terminus of the connector bend relief. Visual inspection of the wires found no obvious insulation breaches but the wires appeared kinked at the locations of the shield breakdown. The lead was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test revealed a small breach in the black wire insulation approximately 1 inch from the metal connector. If the exposed conductors of the black wire contacted the braided shield while the system was operating on the power module, the resulting short to ground would have caused the low speed and pump stoppage events observed on the submitted log file. The observed wire damage appeared to be the result of cyclic flexing. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.